Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported an arterial sensor failure occurred. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.